Manufacturer narrative:
Hospital retained device.

Event description:
It was reported that the tip of an es2 cannulated modular tap was "no longer sharp" intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.

Event description:
Upon additional information received from the filed representative, it was confirmed that the tip of the es2 cannulated modular tap was dull and not fractured as previously reported.

Manufacturer narrative:
Upon additional information received from the filed representative, it was confirmed that the tip of the es2 cannulated modular tap was dull and not fractured as previously reported.